Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient complained of pain and visited the clinic on aug 6th. The x-ray image suggested a dislocation and disassociation. Due to dislocation/disassociation, revision tha was performed. Stem was not revised. The neck, head and cup were revised. Tha is carried out with other companies g7 cups. (B)(4). Physician's findings; ''the x-ray seemed to have clearly turned out, but since it had returned to its original state, it was said that it was not necessary this time to propose an actual product survey.''